Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual, vaginal bleeding, adnexa uteri cyst, lightheadedness, abdominal pain and genitourinary tract infection. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue"), adenomyosis ("uterine adenomyosis") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (laparoscopic subtotal hysterectomy with bilateral salpingectomies and then a minilaparotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, fatigue, adenomyosis and menometrorrhagia outcome was unknown. The reporter considered adenomyosis, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual, vaginal bleeding, adnexa uteri cyst, lightheadedness, abdominal pain and genitourinary tract infection nos. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue"), adenomyosis ("uterine adenomyosis") and menometrorrhagia ("menometrorrhagia "). The patient was treated with surgery (laparoscopic subtotal hysterectomy with bilateral salpingectomies and then a minilaparotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, fatigue, adenomyosis and menometrorrhagia outcome was unknown. The reporter considered adenomyosis, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.